Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and death are listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with heavy calcification, moderate tortuosity and 80% stenosis. The lesion was accessed via the right femoral artery with a 6fr sheath and a wire from another manufacturer. Orbital atherectomy was performed and there was no reflow observed during the atherectomy runs. Pre-dilatation was performed with a 3x12 mm nc balloon at 12 atmospheres (atm) and the 2.75x48 mm xience xpedition and 4.0x12 mm xience sierra stent were implanted from the mid to proximal lad. The lesion in the circumflex coronary artery was pre-dilated with a 2.5x15 mm nc balloon a 12 atm and the 2.5x38 mm xience sierra stent was implanted. The stent was post-dilated with 2.5x12 mm and 3x8 mm balloons. Plain old balloon angioplasty was performed at the second obtuse marginal coronary artery. Final results were good with timi 3 flow and no dissection or thrombus was seen in the final shot of angiography. The patient was stable and discharged from the hospital on (B)(6) 2025 with antiplatelets, statins and other cardiac supportive drugs. On (B)(6) 2025 the patient experienced sudden chest pain at home and expired due to an unknown reason. No additional information was provided.